Event description:
Ous MDR - boston scientific received information that the right atrial lead was an attempted implant. It was reported that this lead had dislodged repeatedly during implant hence, the physician decided to replace the lead. This lead was surgically abandoned. No adverse patient effects were reported. The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.